Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room due a low blood glucose (bg) level of 40 mg/dl. Customer was treated; however, specific treatment was not confirmed. The customer left the ER same day with the issue resolved. Reportedly, the customer alleged that the pump did not deliver insulin as intended. System check with tandem technical support confirmed that the pump and related supplies were operating as intended. Reportedly, customer reverted to an alternate method of insulin therapy